Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure, the plate and screw became wedged before the implantation. There was a surgical delay of ten minutes. The procedure was successfully completed. ,this report is for one (1) dhs/dcs lag screw 12.7mm thread/105mm-sterile this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d9, g1, h4, h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: product : 280.050s. Lot : 99p1120. Manufacturing site: balsthal. Release to warehouse date: 6.may2021. A manufacturing record evaluation was performed for the finished device 280.050s lot number 99p1120, and no non-conformances were identified. The product and photos were returned to depuy synthes for evaluation. The depuy synthes team forwarded the evidence provided to jabil healthcare where an investigation device was conducted. Jabil healthcare performed a functional inspection of the device and concluded: the result of the investigation did not reveal any manufacturing defect and the complaint could not be replicated with the returned devices. The investigation has evidenced on item 280.050s (dhs/dcs-scr012.5 l 105 sst) produced in balsthal signs of exposure to unintended forces due to mishandling of the item. For these reasons, the complaint is not confirmed, and no manufacturing error is identified. This manufacturing complaint investigation assigned to balsthal production site, has investigated item 280.050s which was manufactured in balsthal. Item 281.140s was produced in grenchen and therefore if further investigations are wished regarding item 281.140s, this must be assigned to grenchen site and performed by grenchen site. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the dhs/dcs-scr ø12.5 l105 sst based on jabil healthcare investigation. The DHR was checked regarding all data. There is no nr reference, no scrap occurred. The DHR shows the production process up to the finished product additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.